Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. Possible root causes include non-specific interference or an instrument issue. The customer has not had further events of this nature.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat on a cobas e 411 immunoassay analyzer. The erroneous results were reported outside of the laboratory. The initial troponin t hs stat result was 2306 pg/ml with a data flag on the e411 analyzer. This result was reported outside of the laboratory. It was questioned by the doctor because a similar result had been reported for a different patient. The other patient had a troponin t hs stat results from a cobas 6000 e 601 module of 2242 pg/ml. The other patient sample was repeated twice on the e411 analyzer with results of 2320 pg/ml and 2300 pg/ml. The sample for the patient in question was repeated on a cobas 6000 e 601 module and the result was 7.22 pg/ml. The sample was repeated on the e411 analyzer and the result was 4.97 pg/ml. A new sample was drawn for this patient and the result from the e601 analyzer was 11.69 pg/ml. It was suggested that the customer may have mixed up these 2 patient samples. The customer insists this did not occur and that all results were run from the primary tubes. The customer questions a mix up on the e411 analyzer, however, based on the pipetting time for each sample, the initial result would have been available before the sample for the 2nd patient was pipetted. No adverse event occurred. The troponin t hs stat reagent lot number was 176452 with an expiration date of 12/31/2017. The results from the assay performance check were acceptable. Based on a review of the alarm trace, no issues were identified that would suggest a cause for this event.